Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced underfill or low draw of a tube with blood during use. The following information was provided by the initial reporter: during use, the customer found that 1ea tube has low draw issue. Insufficient blood collection.